Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was traveling out of the country and had several inappropriate hv shocks. Review of the episodes revealed noise on the rv channel that resulted in delivery of inappropriate hv therapy. Noise was not reproducible with arm movements and isometric presses. The lead was capped and replaced. Patient was fine and discharged the following morning.

Event description:
The lead was capped and replaced on (B)(6) 2016.